Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) united kingdom alleging the patient's onetouch ultraeasy meter read inaccurately high compared to his feelings/ normal blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began midday on (B)(6) 2012. It was reported the patient obtained a blood glucose result of "5.1 mmol/l" with the subject meter. The patient manages his diabetes with insulin. At that time, the patient administered his usual dose of rapid insulin (2 units). Later, about 430pm that same day, the reporter claims the patient went into a "hypoglycemic coma." The reporter could not specify symptoms; however, claims the patient was found "collapsed on the floor." The reporter contacted paramedics and treated the patient with a glucozade drink. The patient obtained a blood glucose result of "3.2 mmol/l" with the paramedic's meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the primary issue was unfounded. However, unrelated the reported issue, the test strip had the incorrect country label. In addition, the test strip had bent sv leads. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.